Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw vent implant (B)(4) was returned for investigation. Visual inspection of the returned product identified minimal signs of use with no sign of damage within the external threads of the implant. The collar and internal hex of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant verified that the implant was consistent with design. The implant was located at dental position #11 (universal) and was implanted for approximately three months. The patient was also reported to be a smoker and have bruxism, clenching and moderate density bone. No x-rays were provided by the customer for the reported event. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported 50% bone loss was noted. The reported complaint of bone loss could not be verified without x-ray review or additional patient information. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Not provided and is unknown. Additional 510k number (g5): k101880.

Event description:
It was reported that a patient experienced bone loss surrounding a dental implant.